Event description:
The customer obtained 480 mg/dl and 209 mg/dl within 10 minutes on the accu-chek compact plus system. She took extra insulin. She also drank oj and (B)(6). She states that she felt better in 30 minutes. No adverse event reported. New system sent to customer and return requested.